Event description:
3m rec'd a lawsuit from a law firm. The lawsuit claims that a woman was using a fentanyl transdermal patch covered by a 3m tegaderm transparent dressing and the woman died as a result of fentanyl intoxication. The lawsuit claims that a health care provider advised and instructed the decendent in 2005 to use tegaderm as an overdressing to cover and hold the fentanyl patch in place because the decedent was having adhesion problems with the fentanyl patch. The complaint alleges that the 3m dressing created localized heat and caused raised temperature-induced delivery of fentanyl which caused her death in 2005.

Manufacturer narrative:
Information has been requested and is pending. A citizen's petition was submitted to the FDA by mylan pharmaceuticals, inc. To request applicants of fentanyl transdermal patches conduct a study to support the safe use of an overlay with their respective fentanyl transdermal patches.